Event description:
The customer reported that the AED will not power on. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The distributor reported that the AED is non-functional and the asi is blank. The maintenance schedule is not reported. Communication with the customer revealed that the battery pack expiration is october 2025. Caller stated they could not download datafiles as the unit is non-operational and have tried manual reset 3 times without success. The customer stated "unit completely dead" - the distributor's product specialist discussed troubleshooting with customer over the phone. The customer tried 9v replacement and also replacing pads with new one; however, the unit still did not work. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.